Event description:
The hcp said that the patient is experiencing wide swings in blood glucose readings. The hcp is adjusting the patient's insulin sensitivity factor (isf) upward and says that increasing it any higher is crazy. He stated that the pump is not calculating the bolus dose accurately. He said that one time the pump calculated and delivered a 13.15 unit bolus dose and by his own calculations the dose should have been 1.3 units. The patient said, her blood glucose levels have been low in the mornings sometimes citing results of 46 and 56 mg/dl. She said, she had chest pain and her legs were numb. There was no change to the patient's health status or activity level. The patient's diet remains consistent. She says, she does not take any other medications or have any other health issues. The pump's total daily dose and bolus history were accurate. The time and date were set correctly on the pump. She denies issues with her infusion site. The patient has various settings for insulin to carbohydrate ratio at different times of the day. There was no mention that the settings were incorrect. After troubleshooting the pump there was no evidence of a malfunction. This complaint is being reported because the patient's hcp reportedly had issues adjusting the insulin sensitivity factor (isf) and the patient suffered symptoms in addition to low blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The animas representative determined through troubleshooting that there was no pump malfunction. The patient's hcp had trouble adjusting the pump settings which may have contributed to the patient's symptoms.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump histories confirmed that the insulin to carbohydrate ration was set to 1:5, and the insulin sensitivity factor was set to 30. The pump was exercised for 29 hours with no delivery issues. Using the patient's settings, an ezcarb bolus and an ezbg were performed and the pump correctly calculated the appropriate bolus amount for each type of bolus. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2012 and confirmed that it was operating within required specifications at the time of release.